Manufacturer narrative:
Device discarded by hospital.

Event description:
Patient had very narrow rcca ~6mm and disease in proximal right external carotid artery (reca) so stopped short with amplatz super stiff w/1cm floppy tip. While inserting the enroute neuroprotection system (nps) arterial sheath, .035 guidewire came back inside of dilator. Tip of arterial sheath "snow plowed" into back wall causing a dissection. Physician was unable to get a wire back up past dissection (tried for ~5-10 min). Physician decided to remove enroute nps aterial sheath, tack down dissection, place bovine patch then proceed with transcarotid artery revascularization (tcar). Patching and tcar were successful and case completed without further incident. Patient doing well. Discharged (B)(6) 2017 in the morning.